Manufacturer narrative:
(B)(4). G2. S africa. With no product evaluation and/or images available, the alleged failure could not be confirmed. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the plate was removed, it was found broken by the surgeon. On x-ray, the plate looked fine. The patient was compliant, but surgery was intended to correct a nonunion. Attempts for further information was requested but none were provided.